Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a visual inspection. In addition, a quality control audit inspection is used to verify the product quality.

Event description:
It was reported that the patient presented to the hospital with chest pain and when an angiography was performed, in-stent restenosis was observed in the distal right coronary artery xience v stent that was implanted on (B)(6) 2010. Angioplasty was first performed and then a xience v stent was implanted to treat the restenosis. The patient outcome was good. No additional information was provided.